Event description:
The consumer reported his sister used the product for less than eight hours on her lower back. When the patch was removed, the consumer described a burn in the area worn. The consumer treated the area with triple antibiotic ointment and other creams. The consumer consulted with her primary care physician who told her to continue her current treatment of the area.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.